Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an open appendectomy procedure, the staples came out malformed and in different directions. Sutures were used to complete the procedure. There were no adverse consequence to the pt.